Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system scanner had failed. A field service engineer (fse) identified that the barcode scanner cable needed replacing. No other issues were reported, and the customer confirmed that everything was working well. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ scanner had failed to scan the medications. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.